Event description:
(B)(4). I have had pain in my left hip area for several months. Went to have my hsg and it showed the entire left tube was open and the coil had migrated. Since the test, severe pain has increased and will be discussing removal tomorrow